Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time would "lag" and was off by 3 minutes. Tandem technical support assisted the customer with correcting the time. Blood glucose was not impacted.